Manufacturer narrative:
The intraocular lens was received and confirmed to be a 25.0 diopter and not a 20.5 diopter as labeled. No additional reports were received for the remaining iols manufactured in this batch. Product history records for this lens were reviewed and confirm the lens met release criteria. Our investigation shows there were no 25.0 diopter batch records processed on the same day the reported lens was manufactured. The root cause of this event was not immediately determined and the investigation is ongoing at the manufacturing site.

Event description:
It was reported the iol was removed and replaced without complication due to an undesired refractive outcome. Physician stated he believes the diopter of the actual lens is different than the diopter on the package.